Event description:
It was reported that two fibers were used in a procedure. The first fiber used in this case had a fiber break inside the patient. The second fiber finished the case without any issues. There was no injury reported.